Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited plastic distal end cover with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the investigation results, the c-cover has foreign material, could not be identified. The legal manufacturer was able to confirm if reprocessing steps were performed according to the instructions for use. We could not identify the foreign material. Could not specify root cause of the foreign material remaining in the subject device. Although we confirmed the suggest event from photos provided by service business center, we could not identify the foreign material. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance for this device.